Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
Via social media the user reported " my son tested positive on (B)(6) 2021, by a test performed by his dr. I bought these tests to see.. Today is (B)(6) 2021, I followed directions exactly and he got a negative result my son tested positive on (B)(6) 2021, by a test performed by his dr. I bought these tests to see.. Today is (B)(6) 2021, I followed directions exactly and he got a negative result." No additional information was provided.